Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation wasn't able to replicate the reported malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head had a flickering screen. The issue was found during preparation for use prior to an unspecified therapeutic procedure. The procedure was completed by using a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.